Event description:
It was reported that the atrial lead impedance increased. It was also reported that the impedance increase coincided with the patient's open chest surgeries. It is unknown whether there was any intervention. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead impedance increased. It was also reported that the impedance increase coincided with the patient's open chest surgeries. It is unknown whether there was any intervention. It was further reported that there has not been any medical intervention to date; a recent monitor transmission showed that the atrial lead impedance has stabilized since implant and the physician will continue to monitor the patient. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.